Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead has high threshold. There was an inquiry if this is contraindicated for receiving a magnetic resonance imaging (MRI). There is no issue and no reprogramming necessary if the threshold is high and impedance is stable and the lead impedance is stable. The lv lead remains in use. No patient complications have been reported as a result of this event.